Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and the curved blade was found to be broken at the base. The broken piece was not returned. Additional observations : the instrument failed an energy recognition test on all attempts when connected to an in-house energy generator. A review of customer provided image was performed by a regulatory post market surveillance (rpms) analyst - the image showed no visible damage to the instrument tip. The probable root cause of energy recognition failure is related to the broken blade. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized. The user completed the procedure using a backup instrument with no further issue reported. The procedure was completed with no reported injury.